Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not open after several firings. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. The jaws opened somehow after the operation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please provide more details regarding event description, "jaws did not open after several firings." Did jaws of device get stuck on tissue? No. If so, how was device removed from tissue? ---the information was not provided from the hospital. Was there any damage to structure? No. If so, how was structure repaired? Any bleeding? If so, how was patient treated? Any change to procedure or post-op patient care? No. We got additional information from the sales rep today. The detail is as follows; the doctor stopped feeding a clip though the clip was slightly advanced. Then, the device was removed from the patient via a 5mm trocar. The doctor grasped the trigger out of the patient to use the device again, but the jaws became not to open. After that, the device was not used. As the jaws became not to open out of the patient, the patient¿s tissue was not damaged. The sales rep suggested pulling the trigger from the handle to release the device when the jaws did not open.